Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Insert battery alarm was not display on the insulin pump screen. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. Customer stated that the insulin pump was dropped. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring : black customer returned device for an alleged blank display and cosmetic damage located at the case found on (B)(6) 2022, device was received with a scratched case. The device powered up properly after battery installation. The device passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: august 22, 2022 07:07:54.000 low battery alert was recorded and found in the formatted history file on: august 22, 2022 02:47:00.000post-reset ram crc alarm was recorded and found in the formatted history file on: august 22, 2022 07:18:03.000august 22, 2022 07:20:12.000, and power loss alarm was recorded and found in the formatted history file on: august , 22 2022 07:20:20.000, august 22 2022 07:20:20.000 upon checking on the power data/detail trace file, low battery alert was expected since the battery has low/no power. The customer may have used a low/depleted battery. Post-reset ram crc alarm and power loss alarm were expected since the device resets and the battery was removed for more than 10 minutes from august 22, 2022 07:07:54.000 to august 22, 2022 07:18:03.000. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/electric board. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed at the device case. Blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.